Event description:
It was reported that the patient developed an infection. The lead was removed, and returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead in segments was returned to the manufacturer, analyzed, and tested out of specification. The defibrillation conductor was distorted. The distal conductor had blood/body fluid (not obstructed) and there was blood/body fluid on the outer tubing overlay. The outer tubing was kinked/buckled. The outer tubing overlay was melted, had cosmetic environmental stress cracking and a breached cut. The exposed defibrillation coil had a white substance on it. The outer insulation had a white substance on it and cosmetic depression. There was blood in/on the helix/lobe mechanism.